Manufacturer narrative:
(B)(4).

Event description:
It was reported that the entire system was successfully explanted due to systemic sepsis and infection. Patient monitoring will continue.

Manufacturer narrative:
Analysis was normal. No anomalies were found.